Event description:
Report received of a death while the device was in use. The pt. Was receiving d5w at an unspecified rate via the primary line of the infusion pump, and heparin (25,000 units in 250ml) at 10ml/hr via the secondary line. At approx 1400, the pt was taken to radiology for an MRI. The radiology rn indicated that the pt could not enter the MRI suite with the pump & removed the tubing from the pump. She stated that she "made sure the bags were level & that the heparin was running at 10ml/hour or less via gravity". After an unspecified length of time, the pt was returned to the room, but the tubing was not placed back in the pump. The floor rn was not notified that the pt had returned & the heparin continued to infuse via gravity. At 1610, the pt's family alerted the rn that the pt's condition had changed & at that time the rn noted the heparin was infusing via gravity. The rn then reportedly reinserted the cassette and resumed the heparin infusion via the infusion pump. The rn reported there was "at least 100 ml of fluid gone from the bag", while the pump indicated that 30ml had been delivered. The nurse reported that there was approx 45ml of heparin unaccounted for. The pt "had become unresponsive & was displaying agonal breathing". A ptt was ordered and the result was "greater than 200sec". Protamine sulfate 50mg was given IV push, followed by a repeat ptt of 171sec. A CT scan of the head revealed a "massive cerebral hemorrhage with midline shift and herniation." At the family's request, the pt was removed from life support and expired. The cause of death was reported to be a "hemorrhagic cerebral vascular accident". An autopsy was not performed per the family's wishes. The pump was removed from clinical service. Though requested, no additional info was provided.